Event description:
It was later reported that while the patient was being followed more closely the patient had three unexplained syncopal events so a holter was ordered. The holter showed a 1.5 second pause which appeared to be due to a conduction check.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the right atrial (ra) lead had noise with intervals of 280-400 beats per minute. Also the bipolar impedance was 1527 ohms, compared to the unipolar impedance of 381 ohms. The ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.